Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing leading to an inappropriate shock, while programmed to the primary vector. It was noted that this patient was sleeping at the time of the noise. An untreated event from earlier in the month revealed noise as well. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that there was thought to be insertion issues between the s-ICD and electrode. Shock impedance measurements of greater than 400 ohms were observed. An attempt was made to obtain x rays however, was unsuccessful due to this patients large size. A revision procedure was performed in which the physician anchored the distal end of the electrode to the superior sternum. It was noted the pocket was not entered. The physician decided to explant the s-ICD system and replace with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing leading to an inappropriate shock, while programmed to the primary vector. It was noted that this patient was sleeping at the time of the noise. An untreated event from earlier in the month revealed noise as well. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that there was thought to be insertion issues between the s-ICD and electrode. Shock impedance measurements of greater than 400 ohms were observed. An attempt was made to obtain x rays however, was unsuccessful due to this patients large size. A revision procedure was performed in which the physician anchored the distal end of the electrode to the superior sternum. It was noted the pocket was not entered. The physician decided to explant the s-ICD system and replace with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing leading to an inappropriate shock, while programmed to the primary vector. It was noted that this patient was sleeping at the time of the noise. An untreated event from earlier in the month revealed noise as well. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that there was thought to be insertion issues between the s-ICD and electrode. Shock impedance measurements of greater than 400 ohms were observed. An attempt was made to obtain x rays however, was unsuccessful due to this patients large size. A revision procedure was performed in which the physician anchored the distal end of the electrode to the superior sternum. It was noted the pocket was not entered. The physician decided to explant the s-ICD system and replace with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.